Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(4) that the compact air drive device was not responding, and the forward button was not functioning properly. It was further clarified that the trigger was stuck. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of trigger sticking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined the that locking mechanism was stiff/stuck, the mode switch resistance was too low, and the moving parts did not move smoothly. It was further observed that the device would not reverse because the reverse locking mechanism was blocked, and it would not run. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment ii, check free movement of soft mode switch, check function of device and check the power with power test bench. The assignable root cause was determined to be due to component failure from wear.